Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for procedure. The atrial lead exhibited high impedance. The lead was not implanted. There were no patient consequences.